Event description:
Pt status post zero-p plate and screw implantation on an unk date was discovered to have a failed fusion. Pt was returned to operating room on (B)(6) 2011 for hardware removal. Pt was revised to a peek space and vectra plate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.